Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter and there was no power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried different charging supplies and left adapter plugged into a working outlet, pump began charging successfully, and no further assistance was required.